Event description:
The patient's surgeon called to discuss the protrusion at the lead site. The surgeon stated that the patient's physiology was the cause of the lead being visible in the neck he stated that the patient was not obese and there were no issues related to the device being seen at the neck.

Event description:
A patient reported that she was having a lead pulling sensation and pain at her lead site. The surgeon was considering having the patient undergo a surgery to make the leads more comfortable for the patient. The patient was referred to physical therapy to loosen scar tissue that was identified in her neck site. The patient's lead was also reportedly protruding at the neck. The patient was referred for anti-inflammatories and physical therapy to alleviate the scar tissue. The patient had previously had x-rays reviewed which did not show any indication of a lead fracture or any abnormalities. The device history record for the patient's implanted lead verified that the lead passed all inspections prior to release for distribution. No further relevant information was provided.

Event description:
The patient underwent a full replacement due to the pain. Pre-operative system diagnostics were performed and showed that the device was working within specifications. The post-op impedance values were within normal limits as well. The explanted generator and lead were returned to the manufacturer for analysis. Analysis has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
Analysis was completed on both the returned lead and generator. The generator output signal was monitored for a period lasting longer than 24 hours in a simulated body temperature environment, where the device showed no signs in variation in the generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The diagnostics were as expected and the septum was not cored on the generator. The generator performed according to all functional specifications in the pa lab and passed the comprehensive electrical evaluation. Additionally, the generator data was reviewed and there were no signs of a malfunction through review of the generator data. There were no performance or any other type of adverse condition found with the generator. The lead was returned in two portions which did not include the electrodes so an evaluation could not be performed on that section of the lead. The condition of the returned portions were consistent with those that typically exist following explant. The setscrew marks showed evidence of a good mechanical and electrical connection existing at some point in time, continuity checks verified that there were no lead discontinuities. No anomalies were identified with the returned lead portions.